Event description:
Patient was receiving an electrotherapy treatment when he began to complain about a prickling sensation in the area treatment and under the treatment electrodes. The clinician stopped the treatment. Upon removal of the electrodes the clinician noted multiple small burn areas where the electrodes had been applied. The patient was being treated with 4 pole interferential electrotherapy. The electrotherapy was being applied with electrodes. The wave form intensity was set between 20 to 25 ma.

Manufacturer narrative:
Awaiting return and evaluation of the device.